Manufacturer narrative:
Insertion / transfer post from dental implant fractured. Implant could not be placed. Fracture was caused by mechanical overloading of the transfer post. Dentist should have consulted IFU to prevent this from happen.

Event description:
Insertion / transfer post from dental implant fractured. Implant could not be placed.